Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pen was having a hard time pressing down to zero. Customer stated the screw was having trouble moving. No harm requiring medical intervention was reported. The device was not returned for analysis.